Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed the keys of the panel were out of function due to defective board and the reported issue regarding ¿no video output¿ was not confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the panel button of the high-definition lcd monitor failed and had no video screen output. It was noted the unknown intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.